Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirms the presence of a burr in the locking bar slot. Review of the device history records identified no related deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency as it is likely that burrs were not removed from the product during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the procedure, the implant was opened and it was discovered there was some debris on the implant. A new bearing was opened and used to complete the procedure. No adverse events have been reported as a result of the malfunction.